Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v353787, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient¿s settings were high, their side effects and walking seemed to get worse. The patient had a very severe head, vocal, and hand tremor. The patient had always had this issue. The first implant helped with the patient hand, but could not control the head so they were unable to eat or drink. A revision was done to ¿a research area called sta.¿ that was ineffective so the patient was being referred to the university of florida for another research area and dual lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.